Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed low shock impedance measurement of 0 ohms which was detected via patient's remote monitoring system. Boston scientific technical services (ts) discussed potential exposure to electromagnetic interference (emi) source and measurement could be false. Ts reviewed impedance records and all were stable except with this event. The patient was scheduled for a device check. This lead remains in service. No adverse patient effects were reported.